Manufacturer narrative:
A getinge field service engineer investigated the issue. The fse stated that the customer requested a "check for non-functioning of 2 cables and 2 ECG cables. With a special fluke ECG simulator, the fse performed the check of the 2 cables + 2 ECG cables as per the request. The ECG cable check with relative extensions was completed and have passed all tests with the relevant simulator. The ECG cables were then returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) units control is not working no.2 cables and ECG cables. There was no patient involvement.